Event description:
It was reported that patient had to travel unexpectedly and on couple prior to call slept on a mattress full of magnets. The patient experienced no stimulation sensation and some discomfort. The patient noticed this a day prior to this call and while standing increased stimulation from 0.6v to 0.8v and did not feel stimulation but on the day of that call patient increased from 0.6v to 0.7v while sitting and did feel stimulation again. The patient was worried magnets may have caused a lead to move. The patient noticed the discomfort a day prior to this call in the morning and it continued to bother patient occasionally. It was noted patient checked neurostimulator (ins) with patient programmer (pp) on the day prior to this call and noticed battery half full and worried magnet took away from ins battery life. The patient changed batteries herself at that time. It was later reported on 2015-(B)(6) patient received assistance with manufacturer representative on the initial date of the report and their concerns were resolved. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va09e64, implanted: 2013-(B)(6), product type: lead. Product ID: neu_un known_prog, lot# unknown, product type: programmer, physician. (B)(6).